Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant of the right ventricular (rv) lead, the patient's blood pressure decreased sharply and a perforation was suspected. An echocardiogram was performed and confirmed that the patient was experiencing pericardial effusion. Drainage was performed and the rv lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.